Event description:
Information was received from a patient regarding an external device. The reason for call was patient was implanted this morning and stimulation got a little uncomfortable. Patient tried connecting the handset and communicator to the implanted neurostimulator to turn off stim and was not able to connect. On the call instructed patient to reset the communicator. Patient was able to connect and will shut off therapy. Troubleshooting resolved the reported issue. Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). The reason for call was patient had intermittent issues with the handset and communicator connecting to the implant. Caller stated that in the midst of the patient changing their settings, they would lose connection with the ins and then it would tell him to reconnect with the ins, but then the handset wouldn't find the ins at all. Caller said issue was more intermittent in nature. The patient had tried closing out of all their apps and resetting things but this hadn't resolved the issue. Reviewed best practices for handset use. The patient was redirected to call into manufacturer if they had more persistent issues once they had been using their external equipment more. Additional information was received from the manufacturer representative (rep) and patient (pt). Rep reports pt called and stated they were driving and became overstimulated and needed to turn the system down. Pt's communicator would not connect and pt had to pull over. Pt tried a hard reset, powered the patient programmer off and on. After multiple attempts pt had to take the communicator out of the case and sandwich it between the implant and car seat. Pt was able to connect to the device and turn it off. Pt was instructed to leave device off while driving and to call patient and technical services (pats) in the morning. Rep reports troubleshooting the issue with a hard reset on the communicator and power cycling the patient programmer. Rep reports the cause was unknown and the issue was ongoing. Pt called pats the next morning. Pt said that last night they were driving four hours and they had the therapy on while driving. Pt said that they hadn't changed the intensity, but the stimulation got stuck on an intensity due to the position they were sitting in and the handset wouldn't connect to the communicator so they couldn't shut the ins off. Pt said that they had to pull over to the side of the road and they spent 5.5-7 minutes working with the equipment in order to get the ins shut off. Pt said that the communicator blue light was solid, but the handset wouldn't connect to the communicator and then the handset said that the ins couldn't be found. Pt said that they had to place the communicator over the insin order to shut the ins off. Pt said that they called the rep last night to explain what happened and the rep told them to call pats and also make an appt for thursday. Pt said that the rep also told them not to turn the therapy on. Pt said that they didn't have issues with the equipment connecting until they needed to turn the ins off. Agent reviewed device functionality and resetting/restarting devices, etc. Pt said that they were already told all of this since this was their 4th time of this conversation with the manufacturer about this. Pt then said that they had no issues turning the stimulation on, but it took a while for the equipment to connect. Since issue was around the handset and communicator connecting to each other, agent connected pt to health care it for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient said he has called about this issue multiple times. Patient said he is having issue connecting to his I mplant and is experiencing pain. The handset connects to the communicator and then attempts to connect to the implant, it starts progressing from 0 to 100 and suddenly stops and says 'device not found'. Patient said he has to restart his handset and communicator m ultiple times before it will finally connect to his implant. Informed patient that we will replace the handset and communicator. Gathered device info and filled out replacement form and sent to neuro repair team to replace his handset and communicator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.